Manufacturer narrative:
The catalog code provided (466fxxxx), represents an unknown optease filter. The catalog and lot numbers for the actual product used in the procedure are unknown.     Complaint conclusion: as reported by the legal department, the plaintiff underwent placement of an optease vena cava filter. The device subsequently malfunctioned and caused, inter alia, thrombosis of the inferior vena cava. On or about (B)(6) 2016, the plaintiff underwent an attempt to retrieve the device, which failed secondary to severe strut perforation, and stenting of his vena cava. As a result of these malfunctions, plaintiff has suffered and will continue to suffer life-threatening injuries and damages and has required and will continue to require extensive medical care and treatment. Plaintiff has also suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses.   The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis does not represent a device malfunction. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2016; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Perforation of the vena cava was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of a optease vena cava filter in the state of tennessee. The device subsequently malfunctioned and caused, inter alia, thrombosis of the inferior vena cava. On or about (B)(6) 2016, the plaintiff underwent an attempt to retrieve the device, which failed secondary to severe strut perforation, and stenting of his vena cava. As a result of these malfunctions, plaintiff has suffered and will continue to suffer life-threatening injuries and damages and has required and will continue to require extensive medical care and treatment. Plaintiff has also suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of deep vein thrombosis (dvt) in the right leg, bilateral pe, sleep apnea, obesity, smoking and alcohol abuse. Prior to the filter placement, the patient had presented to the hospital with swelling in the right legs and shortness of breath (sob). The patient had previous non-compliance with continuous positive airway pressure (CPAP) and warfarin. Therefore, the filter placement was recommended for prophylaxis. During the implantation procedure, the filter was placed below the renal veins without complication. The patient tolerated the procedure well. The device subsequently malfunctioned and caused thrombosis of the inferior vena cava (ivc). Approximately nine years and five months post implantation, the patient underwent an attempt to retrieve the device, which failed secondary to severe strut perforation, and underwent stenting of the vena cava. Per the patient profile form (ppf), the filter was tilted, embedded in the ivc and that the patient has blood clots, clotting, occlusion of the ivc and stenosis. Ten years and a month post implantation, the patient underwent a procedure for recanalization of the occluded ivc and a second unsuccessful attempt to remove the filter. The patient also experienced a pulmonary embolism (pe) approximately eleven years post implantation and has severe edema in the legs, ulcers, pain in the extremities, severe depression and anxiety. Per the medical records, the patient had varicosities, collateral formation connecting with the ivc and thrombosis in the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Stenosis of the ivc is a known potential adverse event associated with the use of the filter device and does not represent a device malfunction. Collateral circulation, varicose veins, pain and swelling in the extremities, ulcers and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the filter was tilted, is embedded in the ivc and that the patient has blood clots, clotting, occlusion of the ivc and stenosis. Ten years and a month post implantation, the patient underwent a procedure for recanalization of the occluded ivc and a second unsuccessful attempt to remove the filter. The patient also experienced a pulmonary embolism (pe) on or about eleven years post implantation and to be suffering from severe edema in the legs, ulcers, pain in the extremities, severe depression and anxiety. Per the medical records, the patient had varicosities, collateral formation connecting with the ivc and thrombosis in the filter. According to the information received in the medical records, the patient had a history of deep vein thrombosis (dvt) in the right leg, bilateral pe, sleep apnea, obesity, smoking and alcohol abuse. Prior to the filter placement, the patient had presented to the hospital with swelling in the right legs and shortness of breath (sob). The patient had previous non-compliance with continuous positive airway pressure (CPAP) and warfarin. Therefore, the filter placement was recommended for prophylaxis. During the implantation procedure, the filter was placed below the renal veins without complication. The patient tolerated the procedure well. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.